Event description:
A customer contacted beckman coulter (bec) reporting a modular chemistry (mc) sample probe and collar wash leak in the unicel dxc 880i synchron access clinical system (full system). The customer noticed fluid dripping from the mc sample probe and collar wash and fluid on the capped sample collection tubes. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and goggles at the time of the incident. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event and examined the system. The fse initially replaced the mc collar wash, sample probe, t-valve, and syringe; however the leaking was still observed. The fse then replaced the mc solenoid vacuum valve which resolved the issue. The fse confirmed that the mc solenoid vacuum valve was the primary failure mode for this event. Alignments were also verified on the mc sample probe and the fse verified system performance. (B)(4).